Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940-52 lead, implanted (B)(6)2000. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy by the right ventricular (rv) lead. A lead integrity alert (lia) was triggered due to a possible fracture, high pacing impedance, oversensing, and noise. The pace/sense was capped and replaced. The high voltage portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.